Event description:
The customer reported that the system would not perform fluoroscopy when the foot pedal was pushed. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The representative ordered a new hard drive and a new foot switch. No further service information was provided.